Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that post-op to a thyroid procedure, reoperation was necessary due to bleeding. No other information is available at this time. The device was discarded.